Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The wire was not returned. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous hypotube and shaft kinks. The inner shaft is buckled and has a puncture hole 3mm from the bi-component weld. The damage is consistent with the damage that is seen caused by use of a guidewire. Functional testing was completed using a thruway .014 guidewire, as the guidewire used in the clinical event was not returned for analysis. The thruway guidewire was inserted through the distal tip and could not advance due to the damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that deflation failure and catheter entrapment occurred. The target lesion was located in the right coronary artery. A 3.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, after inflation, the balloon would not deflate and the balloon could not be removed off the wire or out of the body. Eventually, the device was removed. The vessel was stented and the procedure was completed. No patient complications were reported and the patient's status was fine.